Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on both atrial and ventricular channels was noted on stored egms. The patient stated they felt a vibration every day at the same time. Further testing was recommended. The patient condition was good.